Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in emergency room after receiving an inappropriate shock. Upon interrogation, the right ventricular lead was sensing atrial events and had diminished r-wave signal values. A chest x-ray confirmed that the lead had pullback. Shock therapy was turned off until lead replacement. During attempted lead reposition on (B)(6) 2018, the helix would retract but would not easily extend. A new lead was used instead. The patient was stable before, during, and after the procedure.